Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was scratched and it was unknown if the patient could read the screen safely or not. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: on examination, the display lens was found to be scratched; however, the display screen was clear and legible. Unrelated to the original complaint, moisture was observed in battery compartment. Leak testing was performed and did not reveal any leaks in the pump. The pump was opened for further investigation; no further moisture damage was found.